Event description:
It was reported that the graftmaster stent was used to treat a recurrent 80% restenosed stent of the saphenous vein graft to the right posterior descending artery with no surgical option due to the poor distal targets. The graftmaster stent was successfully implanted and post-dilated with a 4.0 x 12 mm nc trek balloon dilatation catheter (bdc), however, the stent appeared to be slightly underexpanded and a 4.5 x 12 mm nc trek bdc was used to further post-dilate the stent. Post angioplasty and stenting angiogram revealed excellent results with reduction of the stenosis from 80% down to 0% with no evidence of a dissection, perforation, or distal embolization. The procedure was deemed complete. There was no immediate postprocedure complications. The patient was discharged the following day on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 7 fr 11 cm sheath; guide wire: 0.014 exchange length all-star other: intravascular c7 and dragonfly catheter device (B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.